Event description:
It was reported that "subject was enrolled into the study due to multilevel cervical degenerative disk disease & a large disk osteophyte complex at c5-6. In 2007, the index surgery was completed without incident. The subject reported excellent progress until approx 1 yr post index, when a foot injury requiring crutches placed stress on the shoulder and neck area resulting in neck pain with radiating arm symptoms. An MRI indicated progressive degeneration. In 2009, revision surgery was performed.

Manufacturer narrative:
Device not returned- no evaluation will be performed. If additional information becomes available, a follow-up report will be generated.